Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument grip cable was frayed. The conductor wires were intact and undamaged but the drive cable was frayed. One grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure a pk dissecting forceps instrument had a broken wire at the distal end. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.